Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information added. Investigation is ongoing.

Event description:
Additional information was received indicating that during the open heart surgery the s3 valve was not explanted but was ¿pulled up and placed¿ in the aortic annulus.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the embolization of the valve into the ventricle may have been related the decision to deploy when the valve was not properly aligned between the markers. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03716. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, 29mm sapien 3 case by tf approach in aortic position. The patient had large vessels, however there was a bend in the aorta. Problems were encountered during valve alignment. Only after the 5th attempt it was possible to get the valve between the markers. After the valve was positioned in the annulus, while the flex catheter was retracted, the valve moved proximal about 3mm. It was not possible to re-position the valve. Despite this, it was decided to deploy the valve. During the deployment, only the distal part deployed and a second inflation was needed to expand the valve, however, the valve embolized into the lvot. The patient was converted to open heart surgery with good outcome.